Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology during atrial fibrillation. Technical services discussed some programming options. Meanwhile, the patient is scheduled for an rf ablation for the atrial fibrillation. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. Technical services advised some programing options. This is considered a serious injury as was an additional inappropriate shock. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology during atrial fibrillation. Technical services discussed some programming options. Meanwhile, the patient is scheduled for an rf ablation for the atrial fibrillation. There were no additional adverse patient effects. The system remains implanted.